Event description:
It was reported that the user experienced a brief cgm sensor issue characterized by intermittent communication failure and signal loss, with the responsible device not identified, occurring while using a dexcom g7 continuous glucose monitor (cgm) and resolving without user intervention. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem associated with electrical and magnetic components, including the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.